Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported having high blood glucose of 300mg/dl. The high pressure test was performed and the test failed twice. No further information was provided.

Manufacturer narrative:
The insulin pump was programmed with several boluses and monitored. The insulin pump calculated the additional bolus deliveries and were verified in the daily total screen. The insulin pump was then programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No daily total anomaly, basal anomaly or bolus anomaly noted. The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the basic occlusion test, occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test, self test and error test. The insulin pump had a scratched display window.